Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caregiver expressed concern that the ilet bionic pancreas was delivering too much insulin because the user¿s blood glucose was decreasing, with a cited value of 2.2, and requested clarification on pump function. Symptoms included hypoglycemia. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included attempts to obtain additional information from the caregiver for troubleshooting. Investigation of this case revealed that the cause of the hypoglycemia was unclear and no device malfunction could be confirmed due to limited information. It was concluded that the event involved hypoglycemia with an undetermined cause and no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.